Event description:
On (B)(4) 2012, the patient claimed she saw the pump was turned off due to the auto off feature. Reportedly, the auto off alarm alerted the patient at 9:28 am and 1:08 pm. At 1:08 pm, the patient indicated she felt tired and had increase thirst. She took a bolus insulin dosage at 2:55 pm. By the time of the phone call to animas, her blood glucose was at 429 mg/dl. During troubleshooting, the animas representative educated the patient on how the auto off feature works and the issue was resolved with training. This complaint is being reported because the patient had symptoms suggestive of a serious injury while on insulin pump therapy. It is unclear if diabetes management, use error, or intentional misuse attributed to the alleged event. Hence, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.